Event description:
It was reported the patient's ipg was unable to communicate with the charger nor programer, and the patient consequently lost stimulation. Follow-up indicated the patient's ipg had flipped in the pocket and the pocket was noted to be loose. The patient allegedly flipped the ipg and was able to regain communication and stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.